Manufacturer narrative:
(B)(4).

Event description:
Doctor reports that the connection of the implant (B)(4) did not hold on to the driver tip at implant placement. Doctor used another implant and there was no problem. There was no other impact to the patient.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection. A visual inspection revealed signs of wear and tissue attachment. The internal drive feature is confirmed to be damaged at the internal hex feature. The collar is partially cracked. The alleged malfunction was confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed.. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.